Event description:
The customer observed smoke coming from a sonic energy cleaner. The fire department was called and the facility evacuated. The fire department disconnected the device from its electrical power source and the building was reopened.

Manufacturer narrative:
No injuries occurred nor was there any damage to the facility. Steris' investigation revealed that a wiring harness shorted out directly above the lid motor. The stainless steel lid cable had contacted the wiring harness, leading to wear and the eventual melting of the wiring harness. This device has been maintained by hospital bio-medical department, but the device is being returned to steris for repair. No additional in-service of facility personnel is required as a result of this incident.